Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a patient received inappropriate atp therapy due to atrial fibrillation with rapid ventricular response. Programming changes were recommended. The patient was stable.